Manufacturer narrative:
The investigation is ongoing. Results will be provided upon the investigation's conclusion.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer informed that the right-hand side rail is broken. The device inspection conducted by the arjo service technician revealed that the screws holding the panel were ripped off and the lower arm that is a part of the side rail assembly was broken in two pieces causing partial side rail detachment. It was confirmed by the photographic evidence provided. The circumstances of the bed damage are unknown. There was no indication of the patient involvement. No injury was reported.

Manufacturer narrative:
In the investigated complaint, there were no circumstances provided on how the equipment was damaged. However, based on the provided photographic evidence and the conducted investigation it is believed, that the most likely scenario is that the side rail detached (screws holding the panel were ripped off and the lower arm was broken) due to excessive external force applied. According to instruction for use citadel plus (IFU, 831.374-en rev. 11): operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ to sum up, the side rail of the bed was partially detached from the bed frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to partial detachment of the side rail which can lead to a patient fall. No injury was reported.